Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the procedure & event date? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail what is the lot number & product code? Was reoperation necessary to remove the suture and re-close the wound? Were there any treatments provided to the patient, including antibiotics, steroids, or any prescribed medications? "The suture is protruding in pieces", can you confirm if the suture broke into pieces? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a anterior cervical discectomy and fusion procedure on (B)(6) 2021 and barbed suture was used. Post procedure , it was noted that the suture was protruding through the patient's neck in pieces. There were no patient consequences reported. Additional information was requested.